Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "in evening, while getting ready for bedside shift report, the oncoming nurse noted a low mean arterial pressure (map) of 56 on the patient's monitor. Upon entering the room, the IV pump was found to be turned off. Patient had been on norepinephrine at 0.08, but the pump was off. Drip restarted at 0.04 based on quick return of map to 65 and cardiac index was listed as 3.6."

Event description:
Received a copy of the customer's medwatch report from FDA which states, "in evening, while getting ready for bedside shift report, the oncoming nurse noted a low mean arterial pressure (map) of 56 on the patient's monitor. Upon entering the room, the IV pump was found to be turned off. Patient had been on norepinephrine at 0.08, but the pump was off. Drip restarted at 0.04 based on quick return of map to 65 and cardiac index was listed as 3.6." It was reported that due to the event that levophed was titrated out from 0.04 to 0.1 mcg/kc/min due to the mean arterial pressure (map) being low (56-66). It was noted that the concentration of levophed was 4 mg/250ml and the intended rate was 0.04 mcg/kg/min at 12.08 ml/hr.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "in evening, while getting ready for bedside shift report, the oncoming nurse noted a low mean arterial pressure (map) of 56 on the patient's monitor. Upon entering the room, the IV pump was found to be turned off. Patient had been on norepinephrine at 0.08, but the pump was off. Drip restarted at 0.04 based on quick return of map to 65 and cardiac index was listed as 3.6." It was reported that due to the event that levophed was titrated out from 0.04 to 0.1 mcg/kc/min due to the mean arterial pressure (map) being low (56-66). It was noted that the concentration of levophed was 4 mg/250ml and the intended rate was 0.04 mcg/kg/min at 12.08 ml/hr.